Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the matrix drawer 1 in the main cabinet failed to detect the closed position. A field service engineer (fse) removed the back panel and cleared debris obstructing the sensor, then explained the sensor operation and impact of debris to the customer. Post repair, the customer successfully recovered the drawer, confirming resolution. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed, which located on micu. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.